Manufacturer narrative:
Territory (B)(4) reports that the patient was revised to address wear of the liner due to edge-loading. It was reported that the cup was not mal-positioned. Doi (B)(6) 2009, - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address wear of the liner due to edge-loading. It was reported that the cup was not malpositioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/21/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision notes reported dissociated acetabular liner. The liner was disengaged from locking mechanism and sitting inferiorly in the hip joint. There was some wear in the posterior side; however, ¿the locking mechanism had clearly failed¿. Added cup due to dissociation. Competitor cup/liner and screws and depuy femoral head were utilized during this revision. The complaint was updated on: 03/15/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.